Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced irritation at the abutment site resulting in the decision to remove the abutment on (B)(6) 2018. On (B)(6) 2018 the patient underwent revision surgery, in order to convert the patient to a subcutaneous baha implant system. During the procedure, a magnet was placed on the internal fixture.